Event description:
Procedure type: sigmoid resection. According to the reporter: the stapler appeared to have fired normally, but there was difficulty removing after it had been fired. Surgeon believed the knife did not cut through all the tissue and the tissue was torn during removal. The donut was complete, but very thin. A leak was seen during testing and the anastomosis was reinforced with sutures and tested again with betadine. Also, a rigid sigmoidoscopy was to be performed to check the anastomosis. Surgery time was extended thirty minutes as a result.